Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as a non-specific back injury. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer was in a hotel room using the shower chair provided by the hotel when the rear leg of the shower chair allegedly bent, causing the consumer to fall.